Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that the hospital had a patient on the cardiohelp and everything was working fine and then at 48 hours or into therapy the perfusion team noticed a small amount of blood leaking from the hls pump and the looks to be a visual crack in the plastic. The hls was changed out with a new hls disposable and the patient did fine. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Blood leaking from the hls pump during use was reported. Maquet cardiopulmonary gmbh requested the product for investigation on 2019-11-04. The returned hls module was investigated in the laboratory of the manufacturer on 2019-12-17. A visual inspection was performed and damages (cracks) were detected on the pump housing. During tightness test according lv 201 water leaks out of the cracks. No other abnormalities were detected. The most probable root cause could be determined as rough handling of the device. The reported failure "leakage pump housing occurred during treatment and could be confirmed. The device was directly involved in the incident. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.